Event description:
Event description guidant received information that the patient implanted with cardiac resynchronization therapy defibrillator (crt-d) fell resulting in out of range impedance measurements on this this defibrillation lead and this coronary sinus lead.